Event description:
The physician was attempting to use a total across (ta) catheter to treat a lesion in the right mid anterior tibial artery (ata). The lesion exhibited little tortuosity, moderate calcification and 100% stenosis (chronic total occlusion). Artery diameter: 3mm x 150mm. No abnormalities reported in relation to anatomy. The device was removed from the packaging as per the instructions for use (IFU), with no abnormalities noted. The ta device, a 6f introducer sheath and a 0.014 gw were prepped and inspected prior to use with no issues. During recanalization of the ata using ipsilateral approach, difficulty was experienced crossing the lesion and the tip of the catheter became trapped in the wall, the catheter was then rotated to advance in the vessel. During rotation to cross the lesion, the catheter detached. The device was broken in two parts; the part that was in the patient was removed with a lot of difficulty through an endoscopic clamp. The patient suffered a popliteal dissection which did not require treatment as it was not flow limiting. Post procedure the patient was reported to be patient is ok without any further clinical sequelae. Cine image review analysis performed on image review can confirm the detachment of the device distal part in the below the knee section ( btk). Severe lesions were detected in the below the knee section and in the pedal arch. The chronic total occlusion is clearly defined in the btk.

Manufacturer narrative:
Results, conclusion: rotation with tip trapped required to remove device. (B)(4).